Manufacturer narrative:
The device history record (DHR) for lot 25c055462 was reviewed and no anomalies related to the reported issue were observed. Based on the samples provided, the reported issue was observed. However the exact root cause was not determined but is most likely related to the manufacturing process. This could have been an isolated event incident as there were no issues identified as part of the in-process inspections therefore no corrective actions are necessary at this time. We will continue to monitor reports and take actions as applicable.

Event description:
The customer reported that the product is linting really bad.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. UDI pi pending and will be added when available.